Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-00924. It was reported that following a percutaneous coronary intervention, the patient experienced myocardial infarction and thrombus. The 99% stenosed, type c target lesion was located circumflex (cx) artery and obtuse marginal (om) bifurcation with timi flow 0-1. The lesion was pre-dilated with a 3.25x20mm quantum apex balloon. The 3.0x24mm promus element and 2.75x16mm promus element stents were successfully implanted in the 2nd obtuse marginal artery (om). The 2nd om artery was also treated with balloon angioplasty. Thrombectomy was also performed with an aspiration catheter. No patient complications were reported and the patient was discharged. Five days post index procedure patient was hospitalized with st segment elevation myocardial infarction and in-stent thrombus. The cx was ballooned with a 3.0x15mm maverick balloon, and the 2nd om was ballooned with a 2.25x12mm maverick balloon. Following balloon angioplasty timi 3 flow was restored. The physician stated that the patient was not compliant not taking his anti-platelet therapy. No additional patient complications were reported and the patient's status is stable.